Manufacturer narrative:
The reported event with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) confirmed with the initial reporter that following reseating of the endoscope, the issue was resolved. The procedure was continued without further issue. No site visit was conducted. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support from off-site after being informed by the customer that they had experienced issues with the camera inverting the image on its own during a recoverable fault. The system was not connected to the live system logs, and as a result, system logs were unavailable for review by the technical support engineer (tse). The customer advised that they were able to reseat an instrument on a different universal surgical manipulator (usm), after which, the camera returned to its original orientation allowing them to complete the procedure as planned. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the site responded and the customer advised that he did not know all the details to the event that transpired. However, he had discussed the event before with the surgeon and the issue was rectified by removing and reinstalling one of the instruments. The customer was not completely certain how or why the issue happened, as it could be a system issue or human error. Furthermore, the customer stated that the issue was hard to dissect as the staff was not on the console and only watching as the surgeon was working. The site suspected that it could be something related to the lens reaching near max rotation before inverting and the system auto-changing. The isi clinical sales representative (csr), further confirmed that he called the issue into technical support upon being notified. The system was offline at the time of the event, therefore, the error logs were unable to be viewed. Per the csr, the technical support engineer (tse) advised that in past experiences, the issue has been the result of the user or the horizon being maxed out and then auto-adjusting. It was recommended to see if the issue continued before sending the product back to isi. The customer lastly advised that the problem was intended to be re-assessed and no further information was available.